Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 4 years have passed since the subject device was manufactured. It is likely that when the usage frequency was high, the parts on the printed circuit board deteriorated over time due to repeated use or the printed circuit board failed due to an accidental failure of the parts on the board.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a faulty dx board. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported image issues (no error message) ¿ no video output. The problem was first noticed before an unknown procedure. No other devices were involved in the event. There was no delay in the procedure in which the subject device was used. The intended procedure was completed. The patient was moved to a different room. There were no patient injuries or medical intervention associated with this event. No additional information has been obtained.